Event description:
It was reported that the patient presented for an MRI examination without setting device to be compatible to MRI and felt unwell after the examination. Programming changes were performed. The patient was in stable condition.